Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a 62-year-old female patient underwent a planned combined pars plana vitrectomy (ppv) and cataract surgery procedure. During the surgery, the anterior/posterior segment system became non-operational, preventing continuation of the procedure. As a result, the surgery could only be partially completed. The completed steps included aspiration of residual cortex and intraocular lens implantation. However, the planned pars plana vitrectomy could not be performed due to the equipment malfunction. Because the vitrectomy portion of the procedure was not completed, an additional surgical intervention will be required at a later date. The patient's current clinical condition was not reported.